Manufacturer narrative:
(B)(4). As of today, this device remains in service without additional complication. If any additional information related to this incident becomes available, this investigation will be updated and a follow-up report will be submitted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All device setscrews moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that a boston scientific technical services (ts) consultant was contacted to answer a question regarding the use of an adaptor as well as how to loosen a setscrew on the header of this cardiac resynchronization therapy defibrillator (crt-d). There were no adverse patient effects reported. Additional information reported that the device was explanted at a later date for an unknown reason with no adverse patient effects reported.